Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system solution set back flowed. The event occurred during a one-hour taxol infusion via gravity. It was observed ¿the secondary bag backed up into the taxol tubing. The primary y extension site was clamped to avoid the backfill into the taxol bag. The rest of the taxol would not infuse via gravity¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: (remove duo-vent clearlink luer activated valve reported on initial). Catalogue # clarification 2r8401. (Remove k112893 reported on initial). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing; including pressure and clear passage underwater testing, were performed and the device operated according product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.